Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed a motor error and motor position encoder error. The customer¿s blood glucose level was 220 mg/dl. Customer reported that they were unsure if the drive support cap was protruded, loose, sticking out, flush. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back up plan. The insulin pump will be returned for analysis.